Event description:
This adverse event was reported by an unk customer to the moh/drug vigilance department. During surgery (ovarian cyst) in 2009, adept was used for tissue adhesion prophylaxis. The physician reported about redness on backside and monus pubis. Ichthyol and clinoquinol ointment was applied, and the symptoms cured/resolved after 3 days.

Manufacturer narrative:
Baxter medical assessment: adept (icodextrin 4%) may cause allergic reactions in individuals with a known allergy to starch based polymers or maltose or isomaltose intolerance. Though the skin reaction may be also caused by associated medications, skin disinfectants or pt positioning during surgery. For further clarification of the causal relationship further investigation is required: has pt known allergies or intolerances, and if yes please specify to what substances/allergens. What associated medication/has been administered during surgery? Latency of redness related to the application of adept. Unless further clarification is available, we cannot exclude a contribution of adept to the described skin reaction. The risk of allergy or intolerance is adequately described in the adept instruction for use. A follow-up report will be submitted when additional information is received and assessed.